Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated she treated herself with food based on the glucose values displayed on the dexcom and because she did not feel right. After she ate, she still did not feel right and checked her blood sugar and the bg meter was displaying a value that was at least 30 point off from the cgm. The patient indicated that the cgm did alert for a low and she called 911. When the ambulance arrived, they transported the patient to the emergency room (ER) but could not recall if any treatment was made. The patient was not admitted to the hospital and was discharged the same day. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.